Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to clinic for a routine check. Upon interrogation, it was noted that the right ventricular lead presented decreased r wave amplitude. On (B)(6) 2020 the patient presented for a lead revision. During procedure, the lead fell out of the tissue, and instead of being capped, the lead was explanted and replaced. There were no consequences to the patient.